Event description:
Caller reported an issue with the tandem mobi cartridge alarm, specifically cartridge alarm 34, which occurred during the cartridge load process. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to remove the cartridge, deliver a 9-unit bolus, and reload the cartridge. The bolus completed successfully, and the customer was able to reload the cartridge and resume insulin therapy, resolving the issue.